Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indication of use. The hcp reported that the x battery screw was not tightening. While exchanging the old battery that was at end of service (eos), the hcp could not get the x battery to tighten to secure the lead. They had to open another x battery and that one had no difficulty in screwing in and securing the lead. Troubleshooting was performed. Taking off the battery and wiping and checking the lead and battery header. It was difficult to see if the screw had backed out too much or was not straight in the channel. They tried multiple times to try and secure the battery and they heard the audible clicking. The cause was not known. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.